Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as bright red, deep, and under the front therapy pad. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient's doctor prescribed a lotion and the irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
Additional information was received from distributor incident file (B)(4) on 8/25/2021, a us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red and purple spots. The patient's mother reported the patient was given a prescription medication due to an infection. There was no alleged device malfunction contributing to the irritation. The hospital staff treated the area with an antibiotic cream and a skin barrier. The patient's doctor prescribed nystatin cream 100,000 units and the irritation improved a us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as bright red, deep, and under the front therapy pad. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient's doctor prescribed a lotion and the irritation improved.